Manufacturer narrative:
The ICD was returned for analysis. Prior to the analysis the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation revealed the mos1 battery status, 38 charging cycles were documented to the devices memory. The amount of charge taken from the battery was verified. The battery condition as well as the current consumption were found to be normal and as expected. However, further analysis confirmed the clinical observation, a shortened capacitor charge time was documented. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The inspection revealed that one high voltage capacitor was damaged, which was responsible for the clinical observation. In conclusion, the clinical observation resulted from a damaged high voltage capacitor. The manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that beginning (B)(6) 2020, the charge time has been decreasing. Device remains implanted.